Event description:
Who you are: local government agency. A (B)(6) female with report by caretaker of applying "a lot amounts of dental fixative (fixodent) who applied product liberally to her dentures, put dentures in her mouth and minutes later began choking and became unresponsive and death was pronounced upon paramedic arrival at the residence. I performed an autopsy on (B)(6) on (B)(6) 2017 ((B)(4) county coroner (B)(4)) with the cause of death due to asphyxia as a result of airway obstruction by a foreign body. The foreign body was a mass of denture fixative that obstructed her upper airway. Case number:(B)(4).